Event description:
Customer called to report that the access 2 immunoassay system generated one occurrence of a non-reproducible false positive accutni (troponin) result. Customer stated that the result was reported out of the laboratory. The result was flagged as too high, and the sample was repeated. The repeat results recovered within the normal reference range and the report was amended. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) offered on site service for inspection of the instrument, which customer declined. Customer stated that the issue did not appear to be related to a hardware malfunction. Also, the field service engineer (fse) had inspected the instrument four days prior and verified proper instrument function, including alignments, voltages, and temperatures. During that inspection, the fse also performed a high sensitivity system check, which showed that all parameters passed within specifications.

Manufacturer narrative:
Upon review of quality control data in the system information, the cts did not observe any issues that would indicate a cause for high results, namely fliers. Customer stated that sample handling would be discussed with all laboratory staff. A cause for this event could not be determined with the information supplied. Customer has not called back to report any further issues relating to this event. (B)(4). Data reviewed; customer declined service.